Event description:
The customer reported alarm - error codes / messages- linear sensor failure.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 07/31/2013 to the present date 09/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported alarm - error codes / messages- linear sensor failure.